Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 16371966/16371966, model/catalog description:infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain and inadequate stimulation. The patient underwent a revision procedure wherein ipg and leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively.